Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with an elevate apical and posterior system with intepro lite to treat her pelvic organ prolapse and/or stress urinary incontinence. It was alleged the plaintiff experienced significant mental and physical pain and suffering, permanent injury, required incontinence and prolapse, severe abdominal and vaginal pain with prohibitive sexual pain, impaired physical relations with her husband, emotional distress, and limited mobility.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.